Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "wear and tear". The product was not returned to depuy synthes, however photos were provided for review. See attachment (20240207_172108, 20240207_172105, 20240207_172058, 20240207_172056). The photo investigation revealed that 202411107, device sigma hp uni tib trl sz1 7mm was worn out from the distal end, and scratched/nicked. And based on available evidence broken cannot be confirmed. This type of damage is consistent with other tools and hard edges coming in contact with the device. The observed worn condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 202411107, device sigma hp uni tib trl sz1 7mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (bf0509) provided is not a valid finished goods lot.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> it was reported that wear and tear the device associated with this report was returned to depuy synthes for evaluation. ¿visual inspection of the returned sample revealed that the sigma hp uni tib trl sz1 7mm was observed worn in the locking gap. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Additionally, the tibial trial exhibit signs of nicks on the middle of the flat surface. It is reasonable to conclude that this type of damage is caused because other tools coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. No signs of broken were observed, however, the reported condition can be confirmed. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was unable to be performed due to post manufacturing damage the overall complaint was confirmed as the observed condition of the sigma hp uni tib trl sz1 7mm would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected:

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "wear and tear" the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that 202411107, device sigma hp uni tib trl sz1 7mm was worn out from the distal end, and scratched/nicked. And based on available evidence broken cannot be confirmed. This type of damage is consistent with other tools and hard edges coming in contact with the device. The observed worn condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 202411107, device sigma hp uni tib trl sz1 7mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (bf0509) provided is not a valid finished goods lot.

Event description:
The product damage documented in this pc due to wear and tear was identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.